Manufacturer narrative:
Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2021, the reporter of the patient/lay user contacted lifescan (lfs) (B)(6) alleging that their onetouch verio flex meter read inaccurately high compared to their feelings and/or normal results. The complaint was classified based on the customer care agent (cca) documentation. The reporter alleged that the inaccuracy issue started approximately a month prior to the call with lfs. The reporter claimed that the patient usually tests his blood glucose three times a day and obtained readings of between ¿300 and 400 mg/dl¿ with the subject meter. The patient usually manages their diabetes with insulin four times a day (actrapid ¿ 6 units after breakfast, before lunch and before 8:00 pm. At 10:30 pm. 6 units of a different unspecified insulin) and as per doctor¿s advise the patient¿s insulin dosage was increased by 2 units (before breakfast and before lunch) in response to the high readings. The reporter stated that due to the increased insulin dosage the patient started ¿shivering¿ at an unspecified time after the alleged issue occurred. The patient was given sugar containing food and the reporter indicated that they felt better after some time on (B)(6) 2021. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter. The cca noted that the patient did not have a control solution at the time of the call to test the subject system. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.